Event description:
The customer was hospitalized for high bgs. The customer stated that they felt dizzy and had headaches. Troubleshooting was performed. The customer received a full segment display when trying to delivery a bolus with activate butlon. Instructed customer to change the infusion set and calls back the help line if high bgs continues.